Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the patient-end cannula failed to retract upon attempted activation. The failure occurred on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the patient-end cannula failed to retract upon attempted activation. The failure occurred on one device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 16-jul-2025. Investigation summary: bd received four photos and five samples for investigation. The customer photos depict a device with the button pressed, but the needle not retracted into the sample of the device. The five customer samples underwent functional tests, and all samples passed as they were able to be activated properly with no retraction failure or defects observed. Additionally, 30 retained samples underwent functional tests, with one sample failing because the needle did not retract upon activation of the safety mechanism. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: retraction issue. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.